Event description:
It was reported that the patient's wife called the hotline and stated that pump is alarming no disposable. Caller was instructed to hit start/stop button to silence alarm, reviewed settings and powered pump off; she was also instructed to gently tap cassette to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on. Pump screen reads run at this time. No further questions and caller verbalized understanding. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.